Event description:
It was reported that, during a case, the trial broke while removing from tibia trial. The device broke while outside the patient. The procedure was completed using a sn backup device. No surgical delay or injury to the patient was reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned instrument confirms the stated failure mode. The articular surface provisional has pieces missing. The pieces were not returned with the device. This instrument exhibits signs of significant use and wear. A medical investigation was conducted and confirms per e-mail communication no patient harm or inconvenience was reported do to the breakage. The procedure was completed using a back-up device. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.